Manufacturer narrative:
The technician found the top of the caster stem broken. The technician replaced the brake caster and tested the brakes to repair the stretcher.

Event description:
Info received indicates with the brake on the wheel locks but the caster still swivels.